Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- patient contacted depuy seeking compensation on (B)(4) 2012. She states that her doctor has informed her that she has very high cobalt and chromium levels. Additionally, she has experienced pain, clunking, and grinding. Patient stated that she would be revised within four weeks of the date she called. **update** 6/18/2012 patient was revised to address a vertically malpositioned cup, which was causing the head to articulate on the rim. **update: 5/3/2013 - litigation papers received. Litigation alleges leg length discrepancy. A stem is now being reported to address leg length. Date of implant has also been provided.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 5/13/15-pfs and medical records received. After review of the medical records for MDR reportability, lab results from (B)(6) 2012 confirmed high metal ion levels. No revision operative note was provided. The complaint was updated on:6/1/2015.

Manufacturer narrative:
No device associated with this report was received for examination a complaint database search did find additional related reports against the metal liner and/or femoral head product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per (B)(4). A worldwide complaint database search found no additional related reports against the remaining product code/lot code combination(s). Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 2394192, bj7hj1000, ab7jl1000. A search of the complaint database finds additional reported incidents against lot code 2424569 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Ppf, pfs and medical records received. Ppf and pfs alleges injuries, pain, swelling, inflammation, loss of muscle tissue,elevated metal ions, weakness, difficulty standing, legs discrepancy, pseudotumor, metal wear/metallosis, and unable to resume to normal activities. After review of medical records for MDR reportability,it was reported that there is a metallic dark brown,gray colored fluid aspirated from the hip. There is no revision notes provided. Lab result shows above 7ppb.